Manufacturer narrative:
(B)(4). Date of initial report: 11-14-14. Date of follow-up report: 1-12-14. (B)(4). During a service visit to the site accuracy and functional testing was completed on site and the system was within specification.

Manufacturer narrative:
(B)(4). A component of the superdimension system, case recordings, has been received and evaluated. The root cause is identified as CT to body divergence. There were no anomalies identified during the internal review of the device history record (DHR) of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Physician reported accuracy issue during a superdimension case. The patient suffered a pneumothorax during a superdimension procedure. The patient received a chest tube. If additional information pertinent to the incident is obtained a follow-up report will be submitted.